Event description:
Permanent pacer inserted in 2004. Pt had light headedness - interrogation showed failure to capture via the ventricular lead. Pt underwent right ventricular lead revision in nine weeks later.